Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device was used and it had power, but did not cut with the blade exposed. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.